Event description:
It was reported when piggybacking an unknown blood set into the lower y port of the baxter clearlink continu-flo solution set, an alarm would sound from the unknown infusion pump in use. This condition occurred during infusion. There was a patient involved, but no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one unused sample was received for evaluation. Visual inspection did not reveal any defects. Functional tests were performed, and no failures were observed. The reported condition was not confirmed. The root cause was not identified. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.